Event description:
The lay user/patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information. The patient alleged that for the past couple of days, she had obtained the same readings throughout the day either a 181 mg/dl or a 147 mg/dl. The patient mentioned that on the evening of (B)(6) 2010, she either obtained a 181 mg/dl or a 147 mg/dl. Based on the meter result, she increased her insulin based on the sliding scale and approximately 2 hours later, developed symptoms of blurred vision and heart was pounding. She then knew based on those symptoms, her blood glucose was low, so she treated herself with food. She does not recall whether she retested her blood glucose; however, claims she felt better soon after treatment. A quality control test was done and the test strips passed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading, she increased her dosage of insulin and later developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.